Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be dripping out of the tubing during the load fill tubing sequence and subsequently, the customer received a minimum fill notification after reloading the cartridge. Reportedly, the cartridge was filled with approximately 240 units of insulin. A new cartridge was successfully loaded resolving both issues, and customer resumed insulin therapy. Customer's blood glucose was 219 mg/dl.